Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cathlab 4 fridge was frequently failing off. A field service engineer replaced the pyxibus cable on remote manager to fix errors like failed to unlock. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system cathlab 4 fridge was frequently failing off. The customer stated that this malfunction occurred when user trying to issue medication to patient and delayed the patient care. There were no adverse events or injuries reported based on this event.